Event description:
On (B)(6) 2019, a reporter (patient¿s wife) for the lay-user / patient contacted lifescan (lfs) USA alleging that the patient¿s onetouch verioiq meter displayed an error 1 message. The complaint was classified based on customer service agent (csa) documentation. The reporter stated that the meter issue occurred on the morning of (B)(6) 2019. The reporter detailed that the patient manages his diabetes with metformin pills and denied that he had made any changes to his usual diabetes management routine in response to the alleged issue. The reporter stated that at an unspecified time after the meter issue occurred the patient developed a symptom of ¿shaky¿ and that he self-treated by with metformin pills. During troubleshooting the csa noted that it was not the first time the product was used and the issue was not resolved upon replacing the battery and holding the power button. Replacement products were sent to the reporter. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.